Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-06949. It was reported that when the patient presented at a follow-up in-clinic, the atrial and right ventricular leads were found to be dislodged. Both leads were re-positioned successfully on (B)(6) 2019. The patient was stable before and after the procedure.